Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that the device would not complete the boot cycle and the unit screen goes blank. The issue found during preventive maintenance. The customer was given the loaner and the alleged faulty device sent to the bench for technical investigation. Based on the information available and the testing conducted, the cause of the reported problem was the trizeps board not seated correctly. The reported problem was confirmed. The trizeps board was seated correctly resolving the issue, 10 power cycles were performed the engineer confirmed that all functions are now working correctly. Nbp, co2 and touch screen were calibrated before returning to the customer. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the cardiac monitor comes on and then the screen goes off and stays off. The screen is completely black and unusable. There was no patient involvement.